Manufacturer narrative:
Philips service reloaded the x-ray pc software and tested the system, which is now fully operational. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that x-ray pc crashed, requiring full system shutdown on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.